Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches at the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and stained end cap sticker.

Event description:
It was reported that the customer has been experiencing severe hyperglycemia associated with air bubbles in her infusion set tubing. Customer stated has already tried different infusion set, reservoir and insulin type but did not work. Health care provider is requesting insulin pump replacement. Customer's blood glucose was 144 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)